Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's user needed training in cycle count as multiple cubies were opened while accessing medication. A technical support specialist mentioned that no extra medication was pulled, and drawer was opened for the user to get the floating medications to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, one cubie opened, and after the nurse closed the drawer, a second cubie opened while dispensing oxycodone 10 mg. The user required only one tablet. The tablet was placed on top of the cubie, and the drawer was then closed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.